Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's has internal oxygen leak. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module subassembly was replaced and recalibrated to address the issue. The oxygen blending module subassembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly was functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : third party field service center.

Event description:
The manufacturer received information alleging a ventilator's has internal oxygen leak. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module subassembly was replaced and recalibrated to address the issue.